Event description:
It was reported that the insulin pump had a battery cap that came apart. The caller suspected that the battery acid leaked out and corroded the battery cap. The caller stated that the battery cap could not be removed after the insulin pump prompted a battery replacement with a low battery alarm. The customer's blood glucose reading was 16.8 mmol/l. Upon troubleshooting, the customer was still unable to remove the battery cap. The customer was advised to discontinue use of the insulin pump if the battery was low and to monitor the insulin pump closely if the customer continued use fo the device. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to corroded battery tube. The insulin pump has broken battery cap, cracked reservoir tube lip and minor scratched lcd window.